Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer reported no communication between insulin pump and transmitter. Troubleshooting was performed but it was not confirmed that the issue was resolved or not. No harm requiring medical intervention was reported. Device will not be returned for analysis.